Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack and leak noted at the male luer while infusing an unspecified fluids. Although requested and several attempts were made to the customer there are no specific event details provided for this file .